Event description:
Reported due to the pt suffering from visual deficit. This pt was involved with a post marketing clinical trial and on 02/13/2006, had a carotid stenting procedure of the left internal carotid artery and the common carotid artery. The lesion measured thirty (30) mm in length and was calcified. Balloon dilatation was performed with a boston scientific, maverick 2 monorail, "3.0 in diameter and 20 in length." The emboshield, 5.0 mm in size, was successfully deployed and retrieved. A "barewire rx maximum support 190mm in length was used and no issues were reported. Pre-stent dilatation with a balloon was not performed prior to the stent placement. "A taper xact stent, 8-6 x 40 mm was successfully positioned." Post dilatation was performed successfully with an "aviator by cordis, 5.0 x 20 length." Post procedure modified rankin score and nih score remained unchanged from pre-procedure scores; the scores remained at zero. The pt complained of "some left eye vision problems before leaving the hosp" the day following the procedure. The pt reportedly, "lost most of the vision out of his left eye; his speech was fluent with normal strength in both upper and lower extremities." The type of ocular event is not specified and no treatment was documented in the record. The pt's outcome is specified as "continuing without treatment." At this time the cause of the visual deficit is unk. The pt is expected to be evaluated by ophthalmology and neurology.